Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a motor (rewind issue) issue. The reporter stated that while attempting to rewind the pump, the pump emitted a call service alarm and the piston was not moving.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/29/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/17/2014 with the following findings:a review of the pump¿s history showed evidence of multiple call service alarms on the reported event date. The time and date was accurately set at the start of investigation. The pump performed the rewind, load, and prime steps with no alarms. Pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms duplicated. The pump was opened for further investigation, inspected the motor assembly and tested the internal motor, no moisture corrosion was observed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.